Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2022. On (B)(6) 2024 a full system explant was performed due to the patient needing an MRI for an unrelated medical issue.

Manufacturer narrative:
Review of records found no related complaints regarding any system or component failure. Explant was performed due to MRI conditionality.